Event description:
Customer reported device displayed circles on the screen and error messages appeared so emergency medical technicians (emt) were called. Customer went into a diabetic coma. Emt's device = 27 mg/dl, 10 minutes later. Customer was given an IV along with a bolus prior to being taken to the hospital. Controls were in range. A request was made for return product and replacement product was sent.